Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. The initial result was 1.3 coi (positive). The repeat result was 1.3 coi (positive). On (B)(6) 2026, the sample was submitted for initial investigation and was tested using a cobas e 801 analyzer. The results were 1.26 coi and 1.21 coi (positive). The sample was tested using immunochromatography, and the results were: anti hiv-1: negative(-). Anti hiv-2: negative(-).

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.